Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and pregnancy with contraceptive device ('experiencing pregnancy symptoms/ could be pregnancy') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not performed". The patient's concurrent conditions included adenomyosis. On (B)(6)2008, the patient had essure inserted. In (B)(6)2016, the patient experienced dysmenorrhoea ("pain - dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast enlargement ("breast getting bigger"), breast discolouration ("changing colors (breast)"), abdominal rigidity ("belly is hard"), abdominal discomfort ("belly is heavy"), malaise ("feeling sick"), syncope ("fainted"), nausea ("nausea"), increased appetite ("appetite has increased"), abdominal distension ("belly is getting rounder/ other: bloating"), hypersomnia ("sleeping a whole lot"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), back pain ("pain: back"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("lost a whole bunch of weight"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, back pain, vaginal haemorrhage and pain in extremity had resolved and the pregnancy with contraceptive device, breast enlargement, breast discolouration, abdominal rigidity, abdominal discomfort, malaise, syncope, nausea, increased appetite, weight decreased, hypersomnia, female sexual dysfunction and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal rigidity, breast discolouration, breast enlargement, hypersomnia, increased appetite, malaise, nausea, pregnancy with contraceptive device, syncope and weight decreased with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she talked to a doctor 3-4 months prior to the date of report and went to emergency room. Could not find anything and everything was okay but she was still having the same symptoms. One doctor from emergency room said it was all in her head. Discrepancy noted: essure insertion date was given as (B)(6)2008. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain and menorrhagia. The essure coils were placed in the both right and left fallopian tube with three coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: the fimbriated fallopian tubes average 6.5 x 0.6 cm, each partially filled by essure coils at the proximal aspect uterine cornu.. Pregnancy test - in (B)(6)2016: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and pregnancy with contraceptive device ('experiencing pregnancy symptoms/ could be pregnancy') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not performed". The patient's concurrent conditions included adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("pain - dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast enlargement ("breast getting bigger"), breast discolouration ("changing colors (breast)"), abdominal rigidity ("belly is hard"), abdominal discomfort ("belly is heavy"), malaise ("feeling sick"), syncope ("fainted"), nausea ("nausea"), increased appetite ("appetite has increased"), abdominal distension ("belly is getting rounder/ other: bloating"), hypersomnia ("sleeping a whole lot"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), back pain ("pain: back"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("lost a whole bunch of weight"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, back pain, vaginal haemorrhage and pain in extremity had resolved and the pregnancy with contraceptive device, breast enlargement, breast discolouration, abdominal rigidity, abdominal discomfort, malaise, syncope, nausea, increased appetite, weight decreased, hypersomnia, female sexual dysfunction and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal rigidity, breast discolouration, breast enlargement, hypersomnia, increased appetite, malaise, nausea, pregnancy with contraceptive device, syncope and weight decreased with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she talked to a doctor 3-4 months prior to the date of report and went to emergency room. Could not find anything and everything was okay but she was still having the same symptoms. One doctor from emergency room said it was all in her head. Discrepancy noted: essure insertion date was given as (B)(6) 2008. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain and menorrhagia. The essure coils were placed in the both right and left fallopian tube with three coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: the fimbriated fallopian tubes average 6.5 x 0.6 cm, each partially filled by essure coils at the proximal aspect uterine cornu.. Pregnancy test - in (B)(6) 2016: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse),leg pain ,weight gain were added. Medical history, lab data were added. Event outcome were updated to recovered. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and pregnancy with contraceptive device ('experiencing pregnancy symptoms/ could be pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast enlargement ("breast getting bigger"), breast discolouration ("changing colors (breast)"), abdominal rigidity ("belly is hard"), abdominal discomfort ("belly is heavy"), malaise ("feeling sick"), syncope ("fainted"), nausea ("nausea"), increased appetite ("appetite has increased"), abdominal distension ("belly is getting rounder/ other: bloating"), hypersomnia ("sleeping a whole lot"), dysmenorrhoea ("pain - dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss") and back pain ("pain: back"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("lost a whole bunch of weight"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia and back pain had resolved and the pregnancy with contraceptive device, breast enlargement, breast discolouration, abdominal rigidity, abdominal discomfort, malaise, syncope, nausea, increased appetite, weight decreased and hypersomnia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal rigidity, breast discolouration, breast enlargement, hypersomnia, increased appetite, malaise, nausea, pregnancy with contraceptive device, syncope and weight decreased with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: she talked to a doctor 3-4 months prior to the date of report and went to emergency room. Could not find anything and everything was okay but she was still having the same symptoms. One doctor from emergency room said it was all in her head. Discrepancy noted: essure insertion date was given as (B)(6) 2008. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test in (B)(6) 2016: results: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- case becomes incident. New events pain - dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, bleeding- menorrhagia (heavy menstrual bleeding), other injuries/symptoms fatigue, hair loss, essure confirmation test(s) not performed and other: bloating were added. The outcome of event bloating was updated from unknown to recovered. Explant date was added. Reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.